Manufacturer narrative:
Analysis was performed and no anomalies were found; full lead returned and analyzed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt, the left ventricular (lv) lead could not be advanced deep into the targeted lateral branch. The lv lead was then inserted into the anterolateral branch; however, the lead was not stable after the sheath was removed. The lv lead was not implanted and a different lead was used that appeared more stable. No patient complications have been reported as a result of this event.